Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15733. The pt has 2 anchors (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing pain at the ipg and anchor site. The pt has not used his scs system for an extended period of time (ref MFR report: 1627487-2013-17442). The pt desires to have the system explanted. Surgical intervention may take place at a later date.